Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report.

Event description:
It was reported that the bobby was inflated prior to use and was observed to have material sticking out from the balloon. The balloon was not used in the patient. No patient harm or injury occurred.

Manufacturer narrative:
Items received for investigation: bobby 8f (2 bobby units were returned). Second device referenced- MDR ref. No. 2032493-2023-00907; mvi ref. No. (B)(4). Two bobby units of the same material number were returned for evaluation unlabeled and in the same packaging; therefore, they will be referred to as units 1 and 2 during this investigation for clarity. Unit 1 was returned deflated, and the coating appeared intact. Unit 2 was returned deflated and had visible damage to the surface coating. For functional testing during the investigation, unit 1 was hydrated in saline and inflated without any damage to the surface coating. Unit 2 was hydrated in saline and inflated; there was visible peeling of the surface coating, consistent with the damage observed in its deflated state. Both of the customer-provided images appeared to be of the same device and are consistent with the damage observed on unit 2. Per the ifu100050 precautions, the balloon guide catheter has a lubricious surface and should be hydrated in saline solution for at least 10 seconds prior to use. Once the balloon guide catheter is hydrated, do not allow it to dry.

Event description:
See h10.